Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stent outer body distal shaft was compressed at 1.5cm from its distal end. The inner body bumper marker was 2.5cm in the outer body from its distal end. The stent was not in the outer body distal shaft. There was a lot of blood in the outer body. The inner body was returned inside the outer body. The inner body was kinked and separated on its proximal shaft. The inner body was cut at 1.5cm from its distal end. Attempts were made to pull and/or push the inner body out of the outer body were not successful. There was a lot of friction when the inner body was being pushed in the outer body. The inner body could not be pulled out of the outer body. Blood was noted within the delivery catheter. As per the available information the patient¿s anatomy was tortuous and there was 90% stenosis. The returned device was noted to be damaged. It is probable that the tortuous nature of the patient's anatomy and the stenosis caused the reported difficulty to deploy the stent. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Based on the result of the investigation, it was found that the stent stabilizer was detached/seaprated. There was no clinical consequences to the patient.